Event description:
A surgeon reports a pt that is overcorrected following prk refractive surgery on both eyes. This report is for the right eye, the left eye is being reported under MFR report #1061857-2008-00107. Patient records were rec'd and indicate the right eye was not overcorrected, however, there was -1.25 diopter of residual astigmatism. The pt also reported a shadow underneath everything and when looking at stoplights, sees another underneath.

Manufacturer narrative:
A surgery database performance verification was conducted on this system and the analysis determined the laser performance factors analyzed were operating with specification during the time of the pt's surgery. This report mailed in to FDA on: 06/13/2008.